Manufacturer narrative:
No radiographs confirming the event have been received. The device remains in-situ and no further evaluation of the product can be completed at this time. The surgeon has elected to monitor the patient's condition at the time of this report. The status of spinal fusion is not known; the report noted the patient has not engaged in heavy exercise. The construct had been implanted for 25 months prior to the fracture event. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of the implant component(s).." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
On (B)(6) 2014, a male patient underwent a posterior cervical spine fusion from c2-t1 spine levels. On (B)(6) 2016, CT examination reportedly noted a screw fracture at c2.